Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user found the lid of oer-4 was cracked at the inspection before use. Other detailed information was not provided. There was no report regarding patient injury and damage of the endoscopes related to the event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-02757. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the lid of the subject device had a crack. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause has been unknown; however, omsc surmised that the subject lid was cracked because of some strong impact on the subject lid. The instruction manual of the subject device states the corresponding method in case of an abnormality.